Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was not confirmed. The explanted is not available for evaluation as it was discarded at the hospital. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology. There has been no indication or allegation of a product malfunction and/or deficiency. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted for 13 years and seven (7) months, was explanted due to degeneration resulting in stenosis and insufficiency. Per medical records, this case involved a (B)(6)-year-old male with a history of avr. He presented with degeneration with stenosis and insufficiency. Also, the aortic prosthesis was affected by both calcification and pannus, which involved the sewing ring, and two of the pericardial leaflets were torn. The stitches along with the old aortic valve were removed and pannus inflammatory tissue was trimmed. A new edwards bioprosthetic valve was implanted and seemed to work well. Intraoperatively, the echocardiogram revealed absence of left ventricular cavitary air and good valve function. The patient was weaned from cpb with ease. It was noted that he transferred to ICU in stable condition. The patient was discharged on pod #4 is stable condition.